Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed to resolve issue. The customer¿s blood glucose level was 475 ¿ over 500 mg/dl. Reportedly the customer required assistance from their spouse with a bolus to treat bg, however, went to the emergency room (ER) and was treated intravenously with fluids of saline and insulin in the ER. Customer was released with issue resolved. A replacement pump was sent to the customer to resolve the issue.